Manufacturer narrative:
On july 29, 2021, mentor received additional information indicating that the patient has cancelled their explantation surgery and has not rescheduled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2021, mentor received additional information indicating that the patient has been scheduled for unilateral implant explantation surgery and possible replacement of a mentor saline implant (catalog: 350-1620) on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 175cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination and confirmed via CT scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.